Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of high results for multiple patients tested for elecsys ft3 iii (ft3 iii) on a cobas e 411 immunoassay analyzer since (B)(6) 2018. No actual results were provided, but the high ft3 iii results were reported outside of the laboratory. The customer found that the analyzer switched units of measure from pg/ml to pmol/l, so all results were being multiplied by 1.536. The customer had also complained of an ft3 iii reagent that had disappeared from the analyzer database. It was discovered that the reagent had been moved to the used list because the reagent database had no empty space remaining. The customer deleted a reagent pack to free up space. The customer thinks this action may have led the analyzer to change units without notice. The software version on the analyzer is 02-07. Due to a change in the database structure that was implemented in software version 02-05, customers were recommended to use a new database when installing software versions higher than 02-05. In this case, it is unclear if a new database was installed when the field service representative (fsr) upgraded the customer to software version 02-07 from software version 02-06. There was no allegation that an adverse event occurred. The investigation was unable to exclude that an incorrect software installation caused a corrupt file in the database which led to the mentioned software behavior. The investigation was unable to determine a definitive root cause.

Manufacturer narrative:
The customer had no further issues after software 02-07 and a new database was installed.

Manufacturer narrative:
The field service representative (fsr) visited the customer site and installed a new database on the e411 analyzer.